Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. The ventilator was investigated on site by our field service engineer. Review of the device logs confirmed the reported failure and also showed that the ventilator had an technical error indicating failure with air gas module or pcb monitoring board. Further investigation revealed that the o2 gas module was defective. Issue resolved by replacing the defective air gas module and the ventilator was handed over to customer in a good working condition. However, no returned part for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: previous brand name: servo-I corrected brand name: servo-I base unit d4 ¿ version or model #: previous version or model #: servo-I corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing corrected unique identifier (UDI) # (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).